Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, this was a valve in valve tavr procedure via transcarotid approach with a 20 mm sapien 3 ultra resilia valve in an stenotic 23 mm sapien 3 ultra valve. Post deployment of the 20 mm sapien 3 ultra resilia valve, regurgitation and a torn leaflet were observed. The valve was deployed with +1cc and post dilated with a 20 mm true balloon. Tee images after the dilation revealed severe regurgitation but no paravalvular leak. The non coronary leaflet appeared torn at the commissure. It is not known when the torn leaflet occurred. The post dilation was done prior to any imaging. The first imaging was performed after the bav. It was decided to implant an additional 20mm sapien 3 ultra resilia valve at nominal volume. No regurgitation or paravalvular leak was noted and the second valve was successfully implanted. The patient was in stable condition and was discharged after the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records review findings. Sections b5, b7, g6, h2 and h6 (health effect - clinical code) have been updated. Section h10 has been updated with reference to the other report submitted for this case.

Event description:
Per medical records received for the patient, the patient presented with dyspnea.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (component code: code added, type of investigation: codes added, investigation findings: code corrected, investigation conclusions: code corrected), and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints of a leaflet tear and the central regurgitation were unable to be confirmed due to unavailability of relevant medical records and imagery. In this case, post-dilation was performed with a non-ew balloon (20mm true balloon). Post-dilation with non-ew balloon could over expand or stretch the valve, leading to a torn leaflet, or suboptimal valve leaflets coaptation, resulting in central regurgitation. Per training manual, it is recommended to use the same ew delivery system to perform the post-dilation. Available information suggests that procedural factors (post-dilation with non-ew balloon) may have contributed to the torn leaflet and central regurgitation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.